Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a3a; b3.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade iii, and punctate calcifications. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. Calcification: not observed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported extracapsular rupture and capsular contracture baker grade iii for the left side device, and punctate calcifications. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/11/2024.

Event description:
Healthcare professional reported extracapsular rupture, capsular contracture baker grade iii for the left side device and punctate calcifications diagnosed by combined ultrasound and mammography. Device has been explanted and replaced with another manufacturers device.

Event description:
Healthcare professional reported extracapsular rupture and capsular contracture baker grade iii for the left side device, and punctate calcifications. Device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.